Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex mesh, patient was diagnosed with infection, fistula, hernia recurrence, obstruction, abscess and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, hernia recurrence and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh". Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, "a mass was palpable just above the umbilicus. The hernia sac was encountered and separated out. The hernia sac contained fat was brided back. Series of small openings in fascia were combined to make a defect and a ventralex mesh was placed in underlay position and snugged up. All the adhesion were taken down and the mesh was secured with interrupted sutures." (B)(6) 2016 - patient had drainage from incision and purulent material was noted. (B)(6) 2016 - patient was diagnosed with infection thereby underwent open repair with the removal of infected mesh. Per operative notes, "separate tracts of slimy granulation tissue were noted. The fascia and sutures were identified and the mesh was not incorporated at all and then mesh was grasped and separated out from the surrounding tissue. There was a little bit of incorporation on patient right side was easily debrided. The mesh was secured to the skin in an mattress fashion." (B)(6) 2016 - patient was diagnosed with colonic fistula thereby underwent exploratory laparotomy with segmental resection of transverse colon. Per operative notes, "anterior abdominal wall was dissected circumferentially. Small bowel was noted. The mesh was against the transverse colon was inspected and a wound was sutured and segmental resection was done." (B)(6) 2016 - patient was diagnosed with open wound thereby underwent wound debridement. Per operative notes, " dehiscence was noted at base of wound. Edges of wound were excised on either side and base of wound and suture were debrided." (B)(6) 2017 - patient was diagnosed with draining sinus abdominal wall thereby underwent exploration of sinus tract of anterior abdominal wall and removal of suture. Per operative notes, ¿scar of the anterior abdominal wall surrounding the tract was excised. The suture was removed. There was a intraperitoneal adhesion in bowel adjacent to fascial defect were cleared away and seprafilm was placed and fascial defect was closed with interrupted sutures.¿ (B)(6) 2017 - patient was diagnosed with infected abdominal wound and erosion thereby underwent open repair of wound exploration and debridement, ¿per operative notes, ¿the necrotic tissue was debrided. There was some fascial necrosis secondary to suture erosion was curetted and the fascial margins were separated and reapproximated with suture. An allomax graft was then placed over the suture and covering the reapproximated fascia and secured with tissue glue.¿ (B)(6) 2017 - patient was diagnosed with infected wound thereby underwent exploration and debridement of infected abdominal wound. (Note: no op notes were provided for this procedure). (B)(6) 2017 - patient was diagnosed with bowel obstruction and recurrent ventral hernia thereby underwent open repair of hernia. Per operative notes, ¿the umbilicus skin was removed which impeding healing and the infected areas were also removed. Hernia sac was identified and dissected free. Segment of small bowel in hernia sac was freed up and reduced back into abdomen. The defect was closed with sutures.¿ attorney alleges that the patient had bowel removal, nerve damage, fistulae, infection, pain, hernia recurrence, bowel obstruction and emotional injuries.